Manufacturer narrative:
Product analysis: the product specimen was discarded by the user facility. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, it was explanted and replaced due to regurgitation, secondary to a cuspal tear. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.